Event description:
(B)(4) reported that a patient with pseudarthritis secondary to instrumentation was brought in for surgery and it was discovered that the armada system tulip was separated from the shank. Interbody fusion was performed. No other information was given.

Manufacturer narrative:
(B)(4). Patient's pseudoarthrosis condition suggests a non-union condition exists. It is unknown if the non-union post treatment activity level are contributors to the reported event. No product or additional information has been received. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the deice produced by load bearing and by the patient's activity level will dictate the longevity of the implant." No hospital, no surgeon, nor product information provided and follow up is not possible. No conclusion can be drawn and no further investigation can be performed on this alleged complaint.